Event description:
Information was received from a patient who was receiving baclofen, fentanyl, and dilaudid via an implantable pump for unknown indications for use. It was reported that 'for the last 2-3 days, it's been taking almost 5 minutes to start a bolus, and I saw myptm was not responding, it crashes almost every time. I have to tell it to wait for the app to keep working. When I first got the pump, it seemed like it took about 2-2.5 minutes, and I timed it because I had a flowonix pump, and it took 6 seconds to do that one. I was kind of timing it, but it just kept getting longer and longer' since they got the pump, and the myptm app not responding message has happened over the last 2-3 days about 5-6 times in a row. This morning it took 10 minutes to receive a bolus after the app crashed; it gets to 90% right away and stays there 'for a long time.' While on the call, the patient stated they were locked out for '24 minutes, ' which was an expected lockout because they can bolus every hour. They already tried turning the handset off and resetting it. They mentioned they spoke with their medtronic representative on friday who told them to call medtronic, but they gave up due to being on hold for a long time. They did not have any other electronics in their lap. They closed out of all running applications, toggled off and back on bluetooth and location, and attempted to connect again but it still wouldn't respond; this was the 5th or 6th time in a row that it had crashed while trying to do something, retrieve the pump settings, or give themselves a boluses. Email sent to repair for handset replacement.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software, product ID: hh90t01, serial# (B)(6), product type: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820 and serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.